Event description:
During an angioma embolization with ethibloc (embolic agent), it was reported the catheter ruptured at approximately 25cm from the distal tip under fluoroscopy, most of the embolic agent was observed in the angioma and only a small part went into a peripheral parietal mca branch. There was no patient injury reported.

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. A follow-up will be submitted after device evaluation is completed.